Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump had a history/settings issue. The reporter did not allege any harm or injury because of the reported issue. The reporter claimed that the pump had made an unspecified noise which prompted the patient to look at the pump. At that point, the patient thought that possibly she did not lock the pump. The patient locked the pump and then the pump made another noise. According to the reporter, the patient was not working with the pump at the time and she was in a bus. The pump's alarm history did not reveal any associated alarms. The pump was not suspended and no primes were required. A review of the pump's bolus history revealed two ghost boluses delivered at 8:33 am and 8:40 am. Each time, 0.0 units of 0.0 units were delivered. The reporter denied that the keypad was damaged or had tactile issues. She claimed that the pump was responding appropriately to button presses. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump delivered two unprogrammed boluses of 0.0 units. The alleged issue was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: pump powers on with vibratory and audible sounds. There were no alarms related to the compliant in the alarm history. Executed a 1 unit per hour basal program for 24 hours, on a one unit per hour basal program and no 0.00 unit boluses were recorded. A normal 10 unit bolus and a 10 unit audio bolus was successfully performed. Both were accurately recorded in the pump history. Investigators were unable to duplicate the complaint during the investigation process. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. There was no defect found. Unrelated to the complaint, evaluation revealed that the up and contrast keypad symbols were worn, which has no effect on insulin delivery.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.